Manufacturer narrative:
(B)(4). Quantity of 84 devices were found during incoming inspection. The device history review for the product visistat 35w 6/box lot# 73b2200861 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2022 the package was found broken during inspection. Involved 84 pcs.

Manufacturer narrative:
(B)(4). The customer provided four photos for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photos. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. The sterile barrier of the returned sample is compromised. Packaging engineering was contacted as part of the investigation of this issue. A nonconformance was opened by the manufacturing site to further investigate this issue. The returned sample was manufactured prior to the containment actions and corrections implemented by the manufacturing site as part of a nonconformance. In summary, the reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. This is an issue related to the packaging process of this device. Several containment actions and corrections were established for this issue were established as part of a nonconformance. The returned sample was manufactured prior to these containment actions and corrections. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that 14 sep 2022 the package was found broken during inspection. Involved 84 pcs.